Event description:
Pt reported obtaining a blood glucose result of 121 mg/dl, while using the suspect device. Pt indicated that she was experiencing hypoglycemic symptoms, so she immediately retested her blood glucose, on a different blood glucose monitor, and obtained a result of 46 mg/dl. Pt noted that someone had to "force-feed" her to elevate blood glucose. No additional treatment was provided. Pt's current condition: ok. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.